Manufacturer narrative:
Follow-up #1: date of submission 02/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2014 with the following findings: the original returned battery cap was observed to have stripped threads. The battery cap would not secure properly in the battery compartment. The battery cap height was observed to be out of specifications. The battery cap width was observed to be within specifications.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. This complaint is against the battery cap alone. The reporter stated that a popping sound was heard when tightening the battery cap onto the pump and that the battery cap could not be removed even with needle nose pliers. The yellow o-ring was visible and the cap kept turning but not tightening. The battery cap was reported to have been replaced four months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.